Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusion could be drawn as the device is entering the complaint system. Device history review: manufacturing site: (B)(4) - manufacturing date: april 19, 2001. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill guide broke during an unknown surgical procedure while the surgeon was using the drill bit with the drill guide. Another guide was available for use on the back table. The procedure was completed successfully. No fragments were left in the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: it was reported that a 3.5mm/2.5mm double drill sleeve (312.28 / lot 2001628) broke intra-operatively. The returned instrument was examined and the complaint condition was confirmed as one of the instrument¿s barrels was broken off. A definitive root cause was unable to be determined; however, the failure mode is consistent with the application of excessive force. The returned drill sleeve (312.28 / lot 2001628) is a component of multiple systems including: locking proximal humeral plate, 3.5mm cannulated screws and next generate elbow. The returned guide was examined and the complaint condition of broken was able to be confirmed as the 2.5mm barrel was found to be broken off at the laser weld. The broken off barrel was returned. Relevant drawings for the returned instruments were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material record reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. This device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.